Manufacturer narrative:
Concomitant products: product ID 37712, serial# (B)(4), implanted: (B)(6) 2011, product type implantable neurostimulator; product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2011, product type lead; product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2009, product type lead; product ID 37743, serial# (B)(4), product type programmer, patient; product ID 37752, serial# (B)(4), product type recharger; product ID 37752, serial# (B)(4), product type recharger; product ID 3777-45, serial# (B)(4), implanted: (B)(6) 2011, product type lead; product ID 37743, serial# (B)(4), product type programmer, patient; product ID 3777-45, serial# (B)(4), implanted: (B)(6) 2011, product type lead. (B)(4).

Event description:
It was reported that the patient had been charging issues for a while. The patient stated that she met with a manufacturer representative on (B)(6) 2013 to try a "trickle charge" but was unsuccessful. The patient later tried to charge her ins and saw a 'call your doctor' icon with an end of service (eos) code. It was noted that the patient had been hospitalized 2-3 times due to her medical issues and had been unable to charge. The patient had two neurostimulators and it was unclear which ins the code was seen on, or if it was seen on both. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).